Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer states that the inform meter has blacked pins and some melted plastic where the pins are black. Customer states there was no note left with the meter. Customer states that there were no injuries or other concerns with flaming or burning. When she docked the meter, the led doesn't turn on at all. Unable to verify firmware due to no power. Requested return of suspect device and replacement was sent.